Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air/water supply failure was not confirmed. The device evaluation found the reportable malfunction identified in b5, nozzle had foreign material. The following non-reportable findings were found during evaluation: water tightness was lost due to wear of flexibility adjustment ring, plastic distal end cover had a dent, light guide lens had a crack, objective lens had a crack, suction cylinder was shaved, switch 1 had a scratch, paint on air/water cylinder was peeled, upward/downward angulation control knob had corrosion, control unit had discoloration, control unit was damaged, connecting tube had a scratch, mouthpiece was loose, flexibility adjustment function did not work due to damage on flexibility adjustment ring, electrical connector had discoloration due to water leakage, electrical connector has corrosion due to water leakage, water removal ability does not meet the standard value due to clogging of nozzle, adhesive on bending section cover had white-clouded area, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, the play of upward/downward angulation control knob is out of the standard value due to wear of angle wire, water tightness is lost due to deformation of upward/downward angulation control knob, universal cord had a scratch, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had air/water supply failure. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: the reprocessing status was unable to be confirmed following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable by handling the device in accordance with the following section of the instructions for use: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Nstructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.